Event description:
It is reported that the surgeon was forced to cut the liner with a saw in order to break it in half and remove it, the surgery was delayed.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.